Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level was in the 400-600 mg/dl range with a low-high ketone level. Insulin injections were used to address the bg level. The customer reverted to using insulin pens to manage diabetes.